Event description:
It was reported that patient had pocket infection. During lead explant procedure it was noted that patient's right ventricular (rv) lead was fractured. The lead was explanted. The patient status was unknown.